Event description:
The customer reported that when the device is powered on, the device asks if the device needs to be powered off. It is currently unknown if the device was in use at the time of the event, but there was no patient or user harm reported. The customer spoke with a philips remote service engineer (rse) and stated that the button does not feel right and requested the part number for the power switch overlay. Further information is pending.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer; however, there was no response. The resolution and disposition are unknown. If additional information is later obtained, a supplemental report will be submitted.